Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. Explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced an undesired stimulation in non-target area. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.